Manufacturer narrative:
Date sent to FDA: 9/14/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2015 during which the surgeon noted extensive adhesions in the anterior abdominal wall and noted the omentum was herniating through the defect and was densely adherent to the mesh overlying it. It was reported that the patient experienced severe pain, nausea, inflammation, dense adhesions, revision surgery, loss of appetite, stress and anxiety. No additional information is provided.